Event description:
It was reported that the customer experienced a malfunction on the pump with a malfunction code indicating a temporary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, which successfully resolved the issue, allowing the customer to continue using the pump. The customer was advised to contact support again if the problem reoccurred, and they acknowledged understanding these instructions.